Manufacturer narrative:
Field service engineer troubleshot system and verified the x-ray tube was making x-rays and the image intensifier (i.I.) Was producting an image. Fse found the camera cable was not connected to the correct position. Someone had connected the camera cable directly to the cable in the table that connects with the gold one instead of the image intensifier. This configuration produced no image. Fse corrected this by connecting the camera cable connection to the i.I. And the image was restored. Fse calibrated the camera and saved changes made during configuration. Fse tested all fluoroscopy modes and spot film and unit passed all tests. All calibrations and disassembly/reassembly completed per service manuals and the unit was returned to full service by the customer.

Event description:
On (B)(6): customer reports a patient undergoing undetermined urology procedure when fluoro failed. The patient was moved to another room where the physician completed the procedure without further incident. Patient is fine. Customer would not provide any patient or procedural information from that point. No reported injury.